Manufacturer narrative:
Per investigation by the manufacturing site: product inspection was not performed as the product was not returned. Therefore, it is not available for inspection/investigation. No further analysis was completed due to the indication that this was not a design/manufacturing related defect and no malfunction was reported. The reported customer complaint text states that customer had a fire during a case which was caused by our light cable burning a surgical drape. Also, the light cable will not be returning as it is believed to be user error. This failure mode was attributed to be user error. No further investigation as this failure mode is not a design/manufacturing related defect. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that a "light cable burned a surgical drape". No negative impact in state of health reported.

Manufacturer narrative:
Customer will not return the device to us, thus it will not be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).